Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the paint was chipping from device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The correction of b5 describe event or problem, d4 catalog #, h6 medical device ¿ problem code field deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 28th december, 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the paint was chipping from device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 28th december, 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the paint was chipping from device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as there was no indication of paint damage on this device. Therefore, the scenario described in the record is considered as non-reportable. Previous d4 catalog #: ard568433010c. Corrected d4 catalog #: ard568370938/ard568350933. Previous h6 medical device ¿ problem code: material integrity problem/degraded/peeled/delaminated/1454. Corrected h6 medical device ¿ problem code: no apparent adverse event///3189. Initially provided information was pointing to paint chipping. The issue is considered as safety related as any particles falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as there was no indication of paint damage on this device. Therefore, the scenario described in the record is considered as non-reportable. It was established that when the event occurred, the device was up to the manufacturer specification and was not being used for patient treatment or diagnosis. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Event description:
On 28th december, 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the paint was chipping from device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as there was no indication of paint damage on this device. Therefore, the scenario described in the record is considered as non-reportable.